Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017. Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: during investigation, the pump powered up to a blank display. The pump was opened and the display screen was found to be cracked. A test display worked properly.